Event description:
The caller alleged discrepant results when compared with lab results and the results are as follows: date: late 2008. Inratio: 1.9. Lab: 4.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: late 2008. Inratio: 1.9. Lab: 4.9. Mean: 3.4. Confident limits: 2.0-5.0. As per internal procedure, the inratio value is not within the confident limits. The product will be investigated. The patient has a history of anemia possible.